Event description:
It was reported that when using the bd pyxis¿ es server ordered medication was not loaded in report is shown on ghost orders. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the ordered medication was not loaded in report is shown on ghost orders. A technical support specialist (tss) identified that the ordered medication not loaded report was displaying ghost orders, with discharged patients still appearing on the report. Tss followed the attached knowledge article, after which the customer confirmed that the report was displaying accurately. The system functioned as intended after the technical support specialist troubleshot the device.